Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer. The customer, a biomedical engineer evaluated the device and observed that the device was able to charge and shock at 5 joules. Any energy level greater than 5 joules, and the device was unable to complete a charge cycle. The therapy pcb assembly was replaced and then proper device operation was observed. However, the device was not returned to use, as this device is being replaced by a newer model device. The device was not returned to physio-control, therefore a conclusive of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to complete a charge cycle for defibrillation, therefore energy delivery would not be available if needed. The customer advised that the device would start the charging cycle, however the charge tone would continue and the charge cycle would not complete. A backup device was available and was used to shock the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.